Manufacturer narrative:
The product was not returned for evaluation. Without the return of the device, the root cause of the problem cannot be determined. The manufacturing records for this lot were reviewed and did not reveal any outstanding discrepancies, design, or quality concerns.

Event description:
The patient was undergoing a coil embolization procedure in the ovarian vein using pod coils and a non-penumbra microcatheter. During the procedure, after advancing a pod coil into the target vessel using the microcatheter, the physician was not satisfied with how the pod coil was forming; therefore, it was re-sheathed and saved for later use. While attempting to re-use the previously removed pod coil, the hospital technologist experienced resistance when trying to advance the pod coil out of its introducer sheath. After several failed attempts, the pod coil was removed and not used for the remainder of the procedure. The procedure was completed using another pod coil. There was no report of an adverse effect to the patient.